Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the butterfly needles it was experienced that flow was coming out of the line. When looking at the tubing there was a perforated hole. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. No discrepancies or anomalies were observed during the manufacturing of this lot.